Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main switch (defib/pace) had an unknown problem and the device intermittently recognized the pads/paddles attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction of "unable to discharge" and "unknown switch problem" were observed and attributed to the multi-function cable. The reported malfunction of "does not recognize pads/paddles" was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. A system interconnection flex cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge, the device's main switch (defib/pace) had an unknown problem and the device intermittently recognized the pads/paddles attached. Complainant indicated that there wa no patient involvement in the reported malfunction.